Manufacturer narrative:
Investigation: smith medical international's investigation stated that the event sample was returned and functionally tested and no malfunction was found. Report was that tube extubated as little air remained in the cuff. Leak test a - inflated the cuff up to 40cmh2o in water, no leakage found. Leak test b - inflated the cuff up to 40cm h2o and left for twelve hours and no deflation of the cuff and pilot balloon was observed. Leak test c- used circuit used on leak test a and inflated the cuff up to 80cmh2o in water, and no air leakage was found. A review of our complaints history confirmed this to be the first complaint for the two possible product lot numbers given. Though, there have been complaints of this nature on this product code, these are historical and do not indicate a systematic failure during MFR. A further review of manufacturing records confirmed the presence of a 12 hour inflation check carried out on 100% of this line. Root cause: the cause of this event cannot be determined as no malfunction was found with the returned device. No corrective action was taken as a result of this incident but all details have been entered into the complaints history database for future trending.